Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that during a post-operative check one day post implant of this pacemaker and right atrial (ra) lead, review of the telemetry monitor showed zero pacing and the patient experienced asystole and became dizzy. Review of the printed strips showed loss of capture (loc) on the right atrial (ra) lead channel. The device was a single chamber aai device and the patient was pacemaker dependent. An x-ray was performed, however, no apparent lead dislodgement was noted. Programming changes were made and noted less loc. Boston scientific technical services (ts) discussed the potential of a micro-dislodgement that may not be evident on x-ray. No adverse patient effects were reported. This product remains implanted and in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that a microdisldgement was suspected, however, was unable to be confirmed based on the x-ray image. The patient was seen in clinic approximately three weeks later. No further loc was observed, so programming changes were made to decrease outputs and increase sensitivity. The physician will continue monitoring. No adverse patient effects were reported.